Manufacturer narrative:
The instrument was returned for analysis. Functional testing determined that the component was malfunctioning causing the reported event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received stating that the probe would not pass verification.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the tip of pointer probe was bent. No patient was present at the time of the event.